Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the foreign object found in the nozzle, the evaluation findings are as follows: due to wear of the angle wire, the play of the up/down (u/d) knob was out of the standard value, the adhesive on the bending section cover had a chip, the u/d knob had a scratch, a lock engagement knob had a scratch, the adhesive around the objective lens was peeled, the plastic distal end cover had a scratch. The connecting tube had discoloration, objective lens had a scratch, the protector of the universal cord on the suction connector side had a scratch, the scope connector cover unit had a scratch, the scope cover had a scratch, the switch a box had a scratch, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the right/left knob had a scratch, the forceps channel port was shaved, the suction connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, due to a scratch on the objective lens, and the image had a dark area partially. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an angle down issue while using the evis lucera elite gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be a foreign object in the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the endoscope is immersed in detergent solution, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. It was not known whether was used for a procedure with foreign material attached. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of the entire endoscope] 8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button. 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.